Event description:
Pt revised to address pain and polyethylene wear.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported polyethylene wear; however, polyethylene wear on a device implanted for approx 23-years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.